Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) in response to functional undersensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient received a medication adjustment to resolve the event.